Event description:
New information received notes that programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, non sustained right ventricular oversensing was noted, which was misdiagnosed as slow ventricular tachycardia of implantable cardiovascular defibrillator (ICD) due to undersensing on the discriminator channel. Programming changes were discussed. The patient was stable.